Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The low reservoir alarm functioning properly. Replace battery alarm, replace battery now alarm, power loss alarm and power error confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed replace battery, replace battery now, powerless and then alarmed pump error was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at printed circuit board. The insulin pump was monitored and functioned properly. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed excessive empty reservoir alarms and power error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.